Event description:
Patient presented to the physician with erosion of the stimulation lead body through the skin at the neck incision site. Physician brought the patient into the or and, upon examination, the physician noted signs of possible infection. Physician removed the entire inspire system and prescribed antibiotics after the procedure was completed.